Manufacturer narrative:
The case is still being investigated, and a follow-up report will be provided once the investigation is complete.

Event description:
While measuring on a blood gas analyzer abl725, inaccurately high na values were obtained. No error messages or alarm was provided. The customer has informed that there has been no death or injury.